Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pi). The pil technician installed the touchscreen into a pi ventilator to duplicate the reported issue. Pil tech verified that the touch screen passed all resistance testing. The flex cable circuit resistance verification testing and resistance ratio testing are the factors that verify a functional and good working touch screen. Therefore, this investigation has resulted in a no fault found. Add d4 (B)(4).

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pi). The pil technician installed the touchscreen into a pi ventilator to duplicate the reported issue. Pil tech verified that the touch screen passed all resistance testing. The flex cable circuit resistance verification testing and resistance ratio testing are the factors that verify a functional and good working touch screen. Therefore, this investigation has resulted in a no fault found.

Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that while performing preventative maintenace (pm), it was observed that the devices touch position was misaligned. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) evaluated the device and confirmed that there was misalignment in the touch position. Since it was not resolved by calibrating the touchscreen, the touchscreen was replaced then the issue was resolved. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.